Manufacturer narrative:
Medical device lot #: u4x11l2, medical device expiration date: 2019-11, device manufacture date: 2014-11-25. Medical device lot #: u2b61k3, medical device expiration date: 2019-09, device manufacture date: 2014-10-21. Results - four (4) unused customer samples were received. Two from two different lots. All lancets made a correct puncture and the needle retracted into the housing. A review of the device history record revealed no irregularities during the manufacture of both reported lots. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the needle of the bd microtainer® contact-activated lancet. Pink 21 g x 1.8 mm did not retract after use. This lead to a post use needle stick injury. No medical intervention reported.